Event description:
My daughter, (B)(6). She is a type 1 diabetic. She uses an omnipod insulin pump, which uses abbott test strips. The test strips have been giving false low readings. For example, she tested her blood sugar this morning and the meter said her blood sugar was 51; however, according to her cgm her blood sugar level was 257. I had her recheck and the reading said 276. I know abbott had a recall of test strips last year because of erroneous lows. This is a new batch of test strips. The lot number is 1502010. The expiration date is 08/2016.